Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the brand new er320 instrument was fired and the clips were found to be misaligned from the jaws of the applier. There was no consequence to the pt.